Manufacturer narrative:
We believe this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. In this particular case, the guide was admittedly bent, which is the underlying cause for the generation of the metal shavings. At this point in time, no corrective or further action is warranted.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, metal shavings were observed emanating from a lupine drill guide and falling into the pt's joint space. Upon exam by the surgeon, it was noted that the guide had become bent during use. All of the debris was removed from the body and the procedure was concluded successfully without further incident or harm to the pt. Complaint device discarded.